Manufacturer narrative:
The following devices were also listed in this report: tri ts femur sz3 right; cat# 5512-f-302 ; lot# weer. Tri ts baseplate size 3 cat# 5521-b-300; lot# spypd. Tri cemented stem 12 mm x 50 mm cat# 5560-s-112; lot# 0052030h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Washout and poly replacement of infected right knee was performed. Staph epi is the microorganism. Nothing was loose or broken.